Manufacturer narrative:
Corrected information is provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that after vitrectomy surgery some complications were observed in the patients after they are receiving gas in the eye. Its reported that there was spontaneous drops in intraocular pressure intraoperatively which resulted in temporary intraoperative disconnection of the choroid. The customer has also provided the information which states due to the diagnosed thromboembolic changes, vascular treatment was implemented during a follow-up visit after 2 weeks - improving retinal circulation. Additional information received stating that eight patients were impacted with the reported event.

Event description:
A physician reported that after vitrectomy surgery some complications were observed in the patients after they receiving gas in the eye. Its reported that there was spontaneous drops in intraocular pressure intraoperatively which resulted in temporary intraoperative disconnection of the choroid. The customer has also provided the information which states due to the diagnosed thromboembolic changes, vascular treatment was implemented during a follow-up visit after 2 weeks - improving retinal circulation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based upon the information obtained, the root cause of the reported event cannot be conclusively determined. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications at the time of release. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. Airgas performed a check of the batch production record for this lot and no unusual manufacturing issues were shown. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. A check of the complaint records showed no other complaints against this lot. Airgas therapeutics also performed a similar complaint review for this lot number. A check of the complaint records showed no other complaints against this lot. They also performed a complaint search for intra ocular pressure (iop) decreased or choroid disconnection and found no complaints. Based upon the information obtained, the root cause of the reported event cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.